Event description:
It was reported that the patient's lead was "trying to poke out" of her back. The pt was concerned it had migrated. The system was explanted and later replaced. Further info is being requested from the hcp.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). The patient reported her new physician said that the leads were implanted too deep and would have caused nerve damage. A new system was implanted, dates from a phone call and a written statement were different 08/25/2008, 09/08/2008. The new system was working well.

Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2007.-- product type extension, product ID 3031a, serial# (B)(4), implanted: (B)(6) 2007. -- product type programmer, patient product ID 3889-28, lot# v018604, implanted: (B)(6) 2007, explanted: (B)(6) 2008. Product type lead (B)(4).

Event description:
It was reported that the patient's lead was "trying to poke out" of her back. The patient was concerned it had migrated. It was indicated that the problem was related to implant system. The system was explanted and later replaced. Further information is being requested from the hcp. The patient reported her new physician said that the leads were implanted too deep and would have caused nerve damage. It was noted that when patient changed to a new health care provider (hcp) had to get all new records all while patient was feeling shocking. The new hcp ended up fixing shocking. A new system was implanted. The new system was working well. Additional information received later on 2014-12-09 that the patient reported that her first implant in 2007 was connected incorrectly and caused slight paralysis in patient¿s leg. The patient was getting shocked. The patient indicated that the wire had not been connected completely and had migrated. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.